Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. E4. The initial reporter also notified the FDA on jan 2026. Medsun report is (B)(4).

Event description:
It was reported by customer that when plunger on syringe was pushed to release air bubble, medication came out the side of the needle hub where the needle and shaft join.

Manufacturer narrative:
Additional information: h. Attached medsun. Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.